Event description:
It was reported that the ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that only the distal portion of the lead was returned. Insulation abrasions were noted at 7.0 cm to 8.3 cm, 13.7 cm to 15.5 cm, 30.1 cm to 30.2 cm and 42.0 cm to 42.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.